Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an attempt was made to fill the axium prime bare coil into the aneurysm but coil was not filling properly in the aneurysm so resheathing the coil was attempted twice, the coil got stuck in the non-medtronic microcatheter, and the proximal segment of the pushwire stretched. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no friction or difficulty during testing or delivery. A continuous flush was administered during the procedure. The coil was repositioned twice.